Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak at the "dialysate interface" was observed from an ak 96 machine prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Inspection of the machine showed a leak from the bypass joint seal. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged blue bypass seal which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.